Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: a visual inspection of the pump showed no moisture in the cartridge compartment. A leak test was performed, revealing no leaks in the pump. The complaint of moisture in the pump was not confirmed during investigation. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.